Manufacturer narrative:
.

Event description:
During a site visit, it was reported to a bd representative that channel failures occurred on the 5w ICU and their was no patient involvement. The staff reported that if they try to connect the channel to the other side of the alaris device it works again. No further information is available.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
During a site visit, it was reported to a bd representative that channel failures occurred on the 5w ICU and their was no patient involvement. The staff reported that if they try to connect the channel to the other side of the alaris device it works again. No further information is available.